Manufacturer narrative:
B5: the reported indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable coallmer lens; -15.0 diopter; into the patient's right eye (od) on (B)(6) 2021. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: lens was returned in a liquid vial. Visual inspection found a haptic torn lens. H6: work order search: no similar complaint type events were reported within the same lot. Dimensional inspection found lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Device history record review: based on the results of the investigation, all released devices from the associated work orders, including the suspected device,have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -15.0 diopter into the patient's right eye (od) on (B)(6) 2021. Reportedly, the lens was exchanged on (B)(6) 2021 with a same size different model lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.